Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use when the issue occurred. Philips has completed a good faith effort to get further information regarding patient and procedure outcome. However, the customer has not provided the requested information. The philips field service engineer (fse) inspected the system on site and confirmed that geometry movements were not available. Review of the system log file confirmed the malfunction. Upon troubleshooting fse found that the 2ny assembly exhibited no power at connector x11 and identified that the amc motor controller was not functioning. To resolve the issue, fse replaced the amc motor controller. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the geometry movements were unavailable. No harm was reported to philips. Philips has started an investigation of this complaint.